Manufacturer narrative:
The device is currently being returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference #: pr (B)(4).

Event description:
It was reported to resmed that an airsense 10 autoset caught fire while in use on a patient. It was reported the patient sought medical evaluation at the hospital for possible smoke inhalation (no burns reported) and has recovered.

Manufacturer narrative:
The airsense 10 autoset device was returned to resmed for an investigation. The investigation determined the device and psu were performing to specifications. Visual inspection of the ac cable revealed thermal damage. Testing of the ac cable determined it is electrically sound and has not shorted. The investigation determined that the reported event was due to an external heat source. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an airsense 10 autoset caught fire while in use on a patient. It was reported the patient sought medical evaluation at the hospital for possible smoke inhalation (no burns reported) and has recovered.